Manufacturer narrative:
Exact date unknown, event occurred shortly after the implant procedure.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg revision procedure wherein the ipg was moved from the left flank to the right flank. The patient was doing well postoperatively.